Event description:
Reportable based on analysis completed on 14 nov 2013. It was reported that difficulty loading over wire occurred. The target lesion was located in the right coronary artery. A 2.50 x 20mm promus element plus stent was selected to treat the lesion. While loading the stent on the 182cm luge guidewire, the physician was unable to advance the stent delivery system over the guide wire outside the patient's body. The entire wire and stent were removed. The lesion was rewired. The procedure was completed with a 2.75x20mm promus element plus stent and another 182cm luge guidewire. No patient complications were reported and the patient¿s status was fine. However, returned device analysis revealed tip detachment.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. A visual and microscopic examination found that both the inner and outer were stretched at three locations at the bicomponent weld area. Total stretched area measured 8mm. Due to this stretching the inner lumen diameter is decreased preventing complete guidewire insertion. The outer and inner were flattened further proximally on the catheter. The tip had detached and was not returned for analysis. The distal balloon bond was stretched up to the tip break point. Due to this stretching a mandrel could not be inserted distally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).